Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual/microscopic inspection: the device was returned. It was noted that the device was returned with the top slide in the initial position bottom slide primed. There were no other visual anomalies noted on the device. A dimensional evaluation was performed. It was noted that the cannula tang width was measured to be within the acceptable range. The stylet tang width was measured to be within the acceptable range. Functional/performance evaluation: the trigger was pressed and the stylet released. To prime, the top slide was pushed into the device. It was found that the top slide was able to freely move; however, it would intermittently lock into place. An x-ray was performed on the device and it showed that the cannula tangs were not fully engaging when the top slide was primed. Upon disassembly, the bumpers were found to be intact and in the correct position. It was noted that the cannula tangs did not have enough space to fully lock into position. There were no other anomalies found. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The investigation is confirmed for self-activation based on the as received configuration of the device. Additionally, the investigation is confirmed for failure to prime, as the cannula tangs did not have enough space to fully lock into place. The definitive root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. Labeling review: the current maxcore disposable core biopsy instruments instructions for use (IFU) states: precautions: - this product should be used by a physician who is completely familiar with the indications, contraindications, limitations, typical findings and possible side effects of core needle biopsy, in particular, those relating to the specific organ being biopsied. - never test the product by firing into the air. Damage may occur to the needle/cannula tip and could result in patient and/or user injury. - unusual force applied to the stylet or unusual resistance against the stylet while extended out of the supportive cannula may cause the stylet to bend at the specimen notch. A bent specimen notch may interfere with the needle function. Directions for use: - before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use. - energize (cock) instrument by pulling back on the top slide to withdraw the cannula and lock in place. Then pull back on the bottom slide to withdraw the stylet and lock in place. Remove protective needle sheath and yellow guard. Instrument is ready to fire when both slides are locked back. - verify instrument is energized (cocked). Note: do not place fingers in front of cocking slides once instrument is energized (cocked). Impeding cocking slides' movement will impact functionality. - while maintaining instrument's position and the needle orientation, depress the rear actuator button, or push the side actuator forward (direction of arrow), to cause both stylet and cannula to automatically advance. Potential complications: - potential complications associated with core biopsy procedures are site specific and include, but are not limited to: hematoma; hemorrhage; infection; adjacent tissue injury; pain; bleeding; hemoptysis; hemothorax; non-target tissue, organ or vessel perforation; and air embolism. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy through a normal density lesion, the slides were allegedly not able to be primed and could not be used after the second sample pass. Reportedly, a coaxial was not used and the procedure was complete with another device. There was no reported patient injury.